Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon ps insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: a review indicated that hematogenous infection from the gastrointestinal system to a bilateral knee arthroplasty causing a bilateral deep arthroplasty infection requiring a two-stage infection treatment approach with implant removal and antibiotic spacer implantation. Multiple patient-related risk factors present for infection due to underlying diseases and medication. Conclusions: the investigation concluded that hematogenous infection from the gastrointestinal system to a bilateral knee arthroplasty causing a bilateral deep arthroplasty infection requiring a two-stage infection treatment approach with implant removal and antibiotic spacer implantation. Multiple patient-related risk factors present for infection due to underlying diseases and medication. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Removal of bilateral infected knees (salmonella infection). Temporary cement spacer with antibiotic cement added.

Manufacturer narrative:
The following devices were also listed in this report: unknown size 4 universal tibial baseplate; cat# unknown; lot# unknown. Unknown cemented 33mm x 9mm stem; cat# unknown; lot# unknown. Unknown left size 4 ps femoral component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Removal of bilateral infected knees (salmonella infection). Temporary cement spacer with antibiotic cement added.